Event description:
The following complaint was reported: aquacel ag burn applied (B)(6) 2013, removed (B)(6) 2013 comment on evaluation form states the dressing sloughed off, infection to chest and left arm (B)(6) 2013 notes state it was removed (B)(6) 2013 wound swab history on (B)(6) 2013 = clear, on (B)(6) 2013 - (B)(6), on (B)(6) 2013 = (B)(6). Wound healed but spotty appearance and the clinician is concerned that (B)(6) developed while the dressing was in use.

Manufacturer narrative:
Based on available info, this event is deemed a serious injury. An evaluation was performed on this complaint. The product lot number could not obtain indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous twelve months for this product icc codes indicates that this was only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no further work is required. This is an isolated incident and adverse event monitoring through trending will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.